Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with three different aviva nano meters, within 10 minutes: 3.0 mmol/l (system 1), 7.1 mmol/l (system 2), and 7.2 mmol/l (system 3). Results were obtained using the same strip vial. No adverse event was reported. Return of the suspect device was requested for evaluation.